Event description:
It was reported by the patient that the remote monitor was no longer powering up. Multiple outlets were tried and proper connection was ensured. Monitor powered up for a few seconds then shut back off. Successful transmissions have been received from this monitor in the past. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was liquid ingress on the printed circuit board assembly. The corrosion caused the unit to be unable to power up.